Event description:
It has been reported that the bd ultra-fine¿ mini pen needles 5mm (3/16¿) 31g has been found experiencing inability to attach during use. The following has been provided by the initial reporter: it was reported that when the customer attaches a pen needle to her pen, tries to remove the outer cover, the entire pen needle comes off again. She stated that the pen needle is not staying attached to forteo pen consumer stated: when she attaches a pen needle to her pen, tries to remove the outer cover, the entire pen needle comes off again. Stated, pen needle is not staying attached to forteo pen stated, she's been using the bd pen needles for a few months and this is the first time she's experienced problems. Samples available to send in. Lot: 9009530, item: 320119, expiration date: 2024-01-31. Stated, its been happening for the last couple of weeks with this box only. Could not provide specific incident dates.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd ultra-fine¿ mini pen needles 5mm (3/16¿) 31g has been found experiencing inability to attach during use. The following has been provided by the initial reporter: it was reported that when the customer attaches a pen needle to her pen, tries to remove the outer cover, the entire pen needle comes off again. She stated that the pen needle is not staying attached to forteo pen. Verbatim: consumer stated: when she attaches a pen needle to her pen, tries to remove the outer cover, the entire pen needle comes off again. Stated, pen needle is not staying attached to forteo pen stated, she's been using the bd pen needles for a few months and this is the first time she's experienced problems. Samples available to send in. Lot: 9009530. Item: 320119. Expiration date: 2024-01-31. Stated, its been happening for the last couple of weeks with this box only. Could not provide specific incident dates.